Event description:
The father of a patient reported that the patient was hospitalized at (B)(6) (dr. (B)(6)) with hyperglycemia. They went to the hospital with the patient¿s blood glucose being 17-18 mmol/l and when it reached 20 mmol/ l (360 mg/dl) after wearing the pod between 37 and 48 hours on her abdomen, the pod was changed. When they removed the pod, it smelled like insulin and the patient¿s t-shirt was wet, the pod had been leaking. The patient was admitted to the hospital overnight, diagnosed with hyperglycemia, and received infusion therapy of e153. She was wearing a pod during the infusion therapy. The patient had experienced symptoms of weakness and panicking. When her blood glucose decreased to 10 mmol/l (180 mg/dl) the next day the patient was discharged after being in the hospital for 1 night.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.